Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's right ventricular (rv) lead exhibited lead was dislodged. During lead revision procedure the lead helix was not able to be retract and extend. The lead was explanted and replaced. The patient was stable.